Event description:
It was reported that the patient suffered massive bleeding during a sinus navigation procedure after the sphenoid sinus was ballooned in an out-patient setting. The bleeding was controlled using packing and an endotracheal tubes (ett) cuff to apply pressure and obtain hemostasis. The patient remained with the ett cuff in place and was transported to a local hospital. The patient was tested and is neurologically intact, still with the ett tube in place as bleeding has stopped. The issue resulted in roughly an hour delay and the case was aborted due to the injury. The patient returned to the operating room 11 days postoperatively and had the intra-operative packing removed and replaced with hemostatic absorbable packing. The patient appears to be recovering. The surgeon commented that the product performed as indicated and was not defective. Navigation used during the procedure. Surgeon run into any unexpected anatomy or disease like carotid artery damaged during the sphenoid balloon dilation. Surgeon stated that he felt the navigation and balloon were working correctly. Per the surgeon navigation system was not a contributing factor. The endotracheal tube was placed on the floor of the nose and back to the choana, once the cuff was inflated it provided platform support to the packing the was applied to the sinuses. Patient was in ICU for 10 days, and on (B)(6) 2024 the surgeon removed the or packing and replaced it with sealants and dissolvable hemostatic packing. The surgeon stated he felt the device worked normally, that likely once it was dilated it displaced a bone chip into the dehiscent carotid artery causing the damage.

Manufacturer narrative:
Medical safety is unable to assess the event in which was reported that the patient suffered massive bleeding during a sinus navigation procedure after the sphenoid sinus was ballooned in an out-patient setting. The bleeding was controlled using packing and an endotracheal tubes (ett) cuff to apply pressure and obtain hemostasis. The patient remained with the ett cuff in place and was transported to a local hospital. The patient was tested and is neurologically intact, still with the ett tube in place as bleeding has stopped. The issue resulted in roughly an hour delay and the case was aborted due to the injury. The patient returned to the operating room 11 days postoperatively and had the intra-operative packing removed and replaced with hemostatic absorbable packing. The patient appears to be recovering. The surgeon commented that the product performed as indicated and was not defective, due to incomplete information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.